Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one unused sample was received. Sample was visually and functionally tested and there were no difficulties observed during inflation. The complaint of cuff inflation difficulty could not be confirmed nor replicated. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
It was reported that "the cuff is hard to inflate". This occurred upon removal from package, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.